Event description:
It was reported that the patient stated that they have the "faulty" lead. The patient is feeling a "thumping" when lying down on the left side and when bending over. Patient is also feeling very tired. No information on the lead was available through follow up. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.